Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported slda could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. One clip was implanted. To further reduce tr, an additional clip was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). Tr reduced to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.